Event description:
It was reported that the patient was seen in clinic due to palpitations. Upon interrogation, the left ventricular lead exhibited loss of capture. An x-ray confirmed the lead dislodged into the atrium. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.